Manufacturer narrative:
The pump passed the displacement test. Hardware low level failures alarmed during self test and was confirmed in the formatted history file due to broken trace at u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm at time of self test. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The device will be returned for analysis.